Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 2.75 x 12mm synergy ii drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion and it was noted that the stent strut was sticking up. No patient complications were reported.